Manufacturer narrative:
The actual device involved in this incident has not been returned for evaluation and testing. We will submit a follow up report including the summary of evaluation if we receive the device.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy on a right elbow with a tenex handpiece (tx microtip), the needle broke off. The broken portion of the needle was removed. There was no injury nor adverse event to the patient resulting from this incident.

Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.